Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shutdown. The customer¿s blood glucose ranged from 200-260 mg/dl and customer experienced diabetic ketoacidosis and was admitted to the hospital. Customer was administered intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.